Event description:
It was reported that a patient using the iLet with a G7 CGM experienced hyperglycemia with a highest CGM value of 291 mg/dL over a few hours, with no alerts, no symptoms, a recent site and cartridge change without noted issues, and no recent meal announcement prior to the upward trend after waking; the caregiver expressed concern about elevated readings and sought guidance on improving glucose management. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device-related problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.